Event description:
It was reported that the patient was feeling stimulation in the wrong location. The patient had the implantable neurostimulator (ins) implanted two weeks prior, and starting the day prior she felt vibration in the knee area and not in the tailbone where it was before. The patient was going to continue to increase stimulation to try to get coverage. Approximately two and a half weeks later it was reported that the patient had an appointment on (B)(6) 2012, where it was noted her concerns were resolved. It was also reported that the patient still had concerns but was working with her doctor or manufacturer's representative. The patient had talked over the phone regarding the issue on (B)(6) 2012.

Manufacturer narrative:
Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-45 serial# (B)(4), implanted: (B)(6) 2012,: product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 3708120, serial# (B)(6), implanted: (B)(6) 2012, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).